Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, there was nothing pressing against the wake button to cause the alarm. There was no impact to customer's blood glucose level.